Manufacturer narrative:
Date of event has been estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not provided.

Event description:
It was reported that the patient's ipg is inoperable. Ipg was explanted on (B)(6) 2019 to resolve the issue.

Manufacturer narrative:
Device information was corrected.